Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to a pin hole in the patient line of an amia cassette. The patient stated that once they noticed the pin hole, they aborted treatment early. On an unknown date, the patient was hospitalized for peritonitis. Treatment details, action taken with pd therapy, and patient recovery were not reported. No additional information is available.